Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: ios / ios_iphone xr / 2.9.1 / ios_17.1.

Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.